Event description:
Customer called to report the pump's driver block was not moving and it was not able to prime. It was stated that the spring clip was not raised and the lead screw was clean. Device was not dropped, bumped, or exposed to moisture.